Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Minor bleed/ischemia/pain: the cause of the injury was not determined due to insufficient clinical details. Major bleed/access site adverse event: the cause of the access site adverse event was most likely use related as the issue was resolved with angle matching.

Manufacturer narrative:
Updated information: d1 brand name updated.

Manufacturer narrative:
(B)(4). A2. Age range between 65-94. D6. Implant date between (B)(6) 2010 & (B)(6) 2019. G2: foreign - event occurred in spain. Literature - bazan, p., torres, d., gomez-alvarez, j., villarreal, g., san-julian, m., & lamo-espinosa, j. M.(2025). Cbc mathys and cls spotorno stems: similar in design, different in outcomes. A comparative study of clinical and radiological differences. Archives of orthopaedic and trauma surgery, volume 145 article number 353, pages 2-9. Https://doi.org/10.1007/s00402-025-05966-x the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
An impella cp was inserted percutaneously via the right femoral artery using a 14f peel away introducer in a 70-year-old female patient for acute myocardial infarction and cardiogenic shock scai stage e. The patient¿s comorbidities were known coronary artery disease, diabetes mellitus, and peripheral arterial disease (including prior left below knee amputation). Mechanical circulatory support with an impella cp device was initiated prior to pci. During introducer sheath insertion, the patient complained of right leg pain and was noted to have absence of dorsalis pedis pulse. The patient had reported known severe peripheral arterial disease on the right side. After repositioning of the introducer sheath, the patient reported significant improvement in leg pain, and a popliteal pulse was present. Ultrasound imaging of the right lower extremity was pending at the time of documentation. The patient¿s underlying condition of peripheral arterial disease may have contributed to the limb ischemia/pain as well as known vascular access related risk of large bore femoral procedures. Pci was performed with coronary angioplasty and stent placement to the right coronary artery. At the conclusion of the procedure, the patient remained on impella support and was transferred to the ICU. While on support, the patient experienced a gastrointestinal bleed for which heparin was paused, and an egd was planned. The same day, oozing at the access site was also observed. Troubleshooting and angle matching were discussed and patient outcome/health impact was hemostasis. There was no allegation or deficiencies against the device noted by customer. Bleeding and access site oozing are known risk due to impella¿s anticoagulation and purge requirements. The impella cp device remained in place and was successfully explanted on the 5th day of support. The patient survived at explant without harm.

Manufacturer narrative:
Updated information: d4 catalog number corrected. Additional information was provided which states that the pump is not available for return. The investigation is ongoing.